Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor displayed a service code 203. The cause for the failure was isolated to an open k700 component on the pca board. The root cause for the open component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.